Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip was difficult to deploy and after was ultimately deployed using clamps, which is considered medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and grasping was performed. Deployment steps were started. While flossing the gripper line, some resistance was felt, but the line was able to move and deployment was continued. After the actuator knob was turned 8 times, the clip did not release from the cds. The physician felt like the actuator knob wasn't translating correctly and everything was moving together. Additional turns were made, and the knob was pulled back, but it was spinning back on itself and more of the silver cylinder was exposed. Kelly clamps were used to turn the knob a couple more times, but the knob came off of the cds, exposing the actuator knob wire. Additional turns were made by hand and the silver cylinder separated from the cds. A torque device and kelly clamps were placed on the exposed wire and additional turns were made counter clockwise, but the clamps would spin back when released. Another pair of clamps were used to slightly raise the grippers in an attempt to release tension, but this was unsuccessful, and the clip did not deploy. The gripper line was then removed, and 6-7 more turns were made with the clamps, and the clip deployed with good leaflet insertion and grasp. One clip was deployed, reducing the mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of explant - estimated. The reported patient effects of worsening mitral regurgitation (mr), tissue damage and dyspnea, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The investigation was unable to determine a definitive cause for the slda in this incident. The reported mr and tissue damage were likely a result of the slda, and the dyspnea was a cascading effect of the mr.

Event description:
Subsequent to the initial 30-day medwatch report, the following information was provided: on (B)(6) 2017, during the 1 month follow up, the patient presented with shortness of breath. Echocardiogram was performed and it was found that the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). On an unknown date, the patient had mitral valve replacement surgery performed at another hospital where it was noted the posterior leaflet was ripped. The patient was treated successfully and is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) confirmed that the actuator knob assembly was detached from the delivery catheter handle, which was associated with the reported difficulty deploying the clip. The complaint handling database was reviewed and there were no similar events for this lot. Further assessment per site operating procedures was performed and determined that the reported issue was not related to design, manufacturing or labeling and that there is no additional product impacted by this issue. Av will continue to trend the performance of these devices.